Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: initial facility information updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the driving cap broke off inside the insertion handle and the aiming arm fell on the floor and broke off. The flexible shaft has malfunctioned, and the unknown reamer head broke off into the patient. The surgeon used a backup set to complete the procedure. There was a surgical delay of 5 minutes. The fragments of the broken device were generated. Concomitant devices reported: driving cap (part number 03.010.475, lot unknown, quantity 1), insertion handle for suprapatellar (part number 03.010.440, lot unknown, quantity 1), aiming arm for suprapatellar (part number 03.010.441, lot unknown, quantity 1), impaction instruments: trauma (part number unknown, lot unknown, quantity 1), reamers: reamer head (part number unknown, lot unknown, quantity 1). This report involves 1 5.0mm flexible shaft 620mm. This is report 1 of 6 for (B)(4).